Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on 12/21/2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of wound dehiscence exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports 1 breast with adverse event of ¿wound dehiscence exposure,¿ grade 3. It is unknown if the exposure is of implant or concomitant acellular dermal matrix (adm.) Device information is unknown, but article reports ¿all patients received allergan implants.¿ article reports ¿reoperations for medical reasons were done in 22 (37%) [patients] (19 [32%] of 91 breasts) in the one-stage ibbr with adm group.¿ there is no way of knowing if treatment was used in these cases. Side unknown. Explant status unknown.